Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, was exhibiting high pressure after the tubing was disconnected from the central line. Per reporter, patient used another tubing set and after verifying there were no air bubbles present the alarm recurred. Per reporter the end user was advised to have the central line checked at the hospital for possible air bubbles or clotting since both pumps showed the same message. No additional information is available.